Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the device system was explanted due to infection. There was no alleged product issue. The patient was enjoying the therapy and may have another implant if possible. The patient status was reported as ¿alive-no injury.¿ it was later reported that the device system was delivering morphine and bupivacaine. Perioperative antibiotics had been administered. The date of onset/diagnosis of infection was (B)(6) 2014. The patient did not have meningitis. The patient had drainage at the lumbar wound. The primary location of the infection was the lumbar region. It was unknown if a culture had been obtained. The infection resolved. The patient had pre-implant risk factors of corticosteroid use and cancer.